Manufacturer narrative:
Tw # (B)(4). Updated sections: a1, b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 08/28/2025. An investigation was conducted on 9/2/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the condition of the device, the reported failure "no flow" was not confirmed. The lot # 3000494110 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port keep alarming that there was an occlusion and co2 would not fill. They opened an accessory kit and had no problem. The settings used on the insufflator were 12 / 2 or 12 / 3. There was no change in settings that resolved the issue. The troubleshooting steps taken included removing and attempting to reconnect the port several times. Verified settings and that gas was flowing when the port was off. Eventually opened an accessory kit and the issue did not recur. They completed case without any other issues. N0 patient harm. They were unable to tell if the one-way valve was engaged by the co2 tubing with the affected port. They tried several times to engage the one-way valve on the btt port but kept getting occlusion on the co 2 insufflator. There was short delay.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.